Event description:
A patient reports while wearing a pod the infusion site was infected. The patient reports the pod infusion site was swollen and leaking purulent discharge. In addition the patient reports when they had removed the pod the cannula had detached from the pod and was still in the patients infusion site. The patient was unable to remove the cannula from the infusion site with tweezers. The patient reports they would need to seek medical attention to remove the pods cannula from the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula separated from the pod. No lot release records were reviewed, as the product lot number was not provided.